Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date unknown. Device not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient had a bone graft harvested to fill a bone void in the right humerus. This also included revision surgery due to chronic non-union, radial nerve palsy and infection. The masquolet technique was performed for the bone void. Locking screws were still locked into the locking compression (lcp) extra articular distal humerus plate, but the distal portion of the humerus bone pulled away from the plate. The surgeon reduced the fragment back to the plate and implanted new screws. The plate remained in the patient. Only four (4) screws were replaced in the distal portion of the plate after the surgeon reduced the bone. Patient and surgical outcome are unknown. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Code 3191 used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on august 30, 2018, patient had a harvested bone graft using reamer/ irrigator/ aspirator (ria) technique from the patient¿s right femur due to chronic non-union, radial nerve palsy and infection. The masquolet technique was performed for this bone void. Locking screws were still locked into the locking compression (lcp) extra articular distal humerus plate, but the distal portion of the humerus pulled away from the plate. Some of the distal screws have lost their purchase in the bone of the distal humerus only. The surgeon exchanged distal screws with new ones. The surgeon reduced the fragment back to the plate. The plate was not removed and most of the screws remained in the patient. Only four (4) screws were replaced in the distal portion of the plate after the surgeon reduced the bone. Surgical outcome and patient status are unknown. This report is for an unknown 3.5 mm lcp distal humerus plate. This is report 3 of 3 for (B)(4).